Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain') in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's concurrent conditions included morbid obesity, right upper quadrant pain, dysfunctional uterine bleeding and bacterial vaginosis. Concomitant products included sertraline hydrochloride (zoloft) from 2009 to 2010 for mood swings, depression and anxiety as well as medroxyprogesterone acetate (depoprovera). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy") and dysgeusia ("tastes metal") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced mood swings ("psychological or psychiatric problems condition: mood swings"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), 3 months 25 days after insertion of essure. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced dental caries ("dental problems: tooth rotted") and loose tooth ("dental problems: tooth becoming loose"). In (B)(6) 2010, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced back pain ("lower back pain"), arthralgia ("joint pain"), illness ("illness") and infection ("infection"). The patient was treated with surgery (essure coils (removal)). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain lower, vaginal haemorrhage, heavy menstrual bleeding, dental caries, loose tooth, dysmenorrhoea, dyspareunia, alopecia, cystitis, urinary tract infection, migraine, headache, allergy to metals, mood swings, depression, anxiety, weight increased, back pain, arthralgia, dysgeusia, illness and infection outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, cystitis, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, illness, infection, loose tooth, migraine, mood swings, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 160 lbs. Essure devices were placed without difficulty with 5 to 7 range protruding into the endometrial cavity. The tip of the coil was gently teased out and the coil was removed in toto . Essure coils¿consists of 3 grey coils that measures 2 cm, 3 cm, and 2.1 cm in length by 0.4 cm in diameter diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47 kg/sqm. Pathology test - on (B)(6) 2021: gross: specimen received in a container labeled with the patient¿s name, date of birth ¿essure coils¿ consists of 3 grey coils that measures 2 cm, 3 cm, and 2.1 cm in length by 0.4 cm in diameter.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: abdominal pain, abdominal cramping. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-oct-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain') in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's concurrent conditions included morbid obesity, right upper quadrant pain, dysfunctional uterine bleeding and bacterial vaginosis. Concomitant products included sertraline hydrochloride (zoloft) from 2009 to 2010 for mood swings, depression and anxiety as well as medroxyprogesterone acetate (depoprovera). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy") and dysgeusia ("tastes metal") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced mood swings ("psychological or psychiatric problems condition: mood swings"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), 3 months 25 days after insertion of essure. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced dental caries ("dental problems: tooth rotted") and loose tooth ("dental problems: tooth becoming loose"). In (B)(6) 2010, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced back pain ("lower back pain"), arthralgia ("joint pain"), illness ("illness") and infection ("infection"). The patient was treated with surgery (essure coils (removal)). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain lower, vaginal haemorrhage, heavy menstrual bleeding, dental caries, loose tooth, dysmenorrhoea, dyspareunia, alopecia, cystitis, urinary tract infection, migraine, headache, allergy to metals, mood swings, depression, anxiety, weight increased, back pain, arthralgia, dysgeusia, illness and infection outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, cystitis, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, illness, infection, loose tooth, migraine, mood swings, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 160 lbs. Essure devices were placed without difficulty with 5 to 7 range protruding into the endometrial cavity. Essure coils¿consists of 3 grey coils that measures 2 cm, 3 cm, and 2.1 cm in length by 0.4 cm in diameter. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47 kg/sqm. Pathology test - on (B)(6) 2021: gross: specimen received in a container labeled with the patient¿s name, date of birth ¿essure coils¿ consists of 3 grey coils that measures 2 cm, 3 cm, and 2.1 cm in length by 0.4 cm in diameter.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: abdominal pain, abdominal cramping. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-oct-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's concurrent conditions included morbid obesity, right upper quadrant pain, dysfunctional uterine bleeding and bacterial vaginosis. Concomitant products included sertraline hydrochloride (zoloft) from 2009 to 2010 for mood swings, depression and anxiety as well as medroxyprogesterone acetate (depoprovera). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy") and dysgeusia ("tastes metal") and was found to have weight increased ("weight gain"). In (B)(6)2009, the patient experienced mood swings ("psychological or psychiatric problems condition: mood swings"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), 3 months 25 days after insertion of essure. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced dental caries ("dental problems: tooth rotted") and loose tooth ("dental problems: tooth becoming loose"). In (B)(6) 2010, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced back pain ("lower back pain"), arthralgia ("joint pain"), illness ("illness") and infection ("infection"). The patient was treated with surgery (essure coils (removal)). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain lower, vaginal haemorrhage, heavy menstrual bleeding, dental caries, loose tooth, dysmenorrhoea, dyspareunia, alopecia, cystitis, urinary tract infection, migraine, headache, allergy to metals, mood swings, depression, anxiety, weight increased, back pain, arthralgia, dysgeusia, illness and infection outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, cystitis, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, illness, infection, loose tooth, migraine, mood swings, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Essure devices were placed without difficulty with 5 to 7 range protruding into the endometrial cavity. Essure coils¿consists of 3 grey coils that measures 2 cm, 3 cm, and 2.1 cm in length by 0.4 cm in diameter. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47 kg/sqm. Pathology test - on (B)(6) 2021: gross: specimen received in a container labeled with the patient¿s name, date of birth ¿essure coils¿ consists of 3 grey coils that measures 2 cm, 3 cm, and 2.1 cm in length by 0.4 cm in diameter.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: abdominal pain, abdominal cramping. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 7-oct-2021: medical record received. The case become serious incident because of essure removal. Reporter information, lab data, essure removal date and removal details were added. Reporter causality comment was updated based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.